Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the approved final investigation. A device history record (DHR) review revealed no issues that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions was identified during the device evaluation: the video connector cannot be connected firmly due to deterioration of cover unit. A definitive root cause could not be identified. Based on the results of the investigation, the customer's reported failure could not be confirmed additionally, it is likely the following led to the video connector cannot be connected firmly: failure to follow instructions. The event can be mitigated by following the instructions for use which state: - do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had poor image quality and causes the column to trip. There was no report of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had poor image quality and causes the column to trip. There was no report of patient harm.